Manufacturer narrative:
The reported temperature issue could not be confirmed. One 10 cm, nitinol reusable rf thermocouple electrode was received for evaluation. Visual inspection revealed the distal portion of the hub was fractured and detached. The device functioned as intended during a simulated lesion test. No functional anomalies were noted. The device was manufactured according to specifications as supported by the receiving inspection results. The cause of the reported temperature issue remains unknown.

Event description:
Related manufacturing reference numbers: 3004617090-2017-00001, 3004617090-2017-00002, 3004617090-2017-00003. During a radiofrequency ablation procedure the probes would not heat to the desired temperature. The procedure was cancelled with no adverse consequences to the patient.